Event description:
It was reported that the user experienced episodes of high blood glucose while using the ilet, with values up to approximately 300 mg/dl, remaining elevated for about two to three hours before the ilet delivered correction and brought glucose down. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint documentation review, user interview, and troubleshooting and education with field support. Investigation of this case revealed insufficient information to identify a device malfunction and no confirmed device failure, with product operating as designed based on available details. It was concluded that the cause of the hyperglycemia was unclear and no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.